Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the white twist clamp separated from the main body. The reported condition was verified. The cause of the condition could not be determined. In the photo, there is not enough information to determine the root cause; however, broken occluder feet to the main body will cause the twist clamp to slide off the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body of a peritoneal dialysis (pd) transfer set and twist clamp. This occurred during an unspecified process step of pd. To resolve this issue, the transfer set was replaced, and the patient received prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.